Event description:
It was reported by service report that the bed had no motor functions and there were exposed wires. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: wiring on microswitch pulled apart and screws loose.